Event description:
The customer contact reported spray of fluid with subsequent exposure to the healthcare professional. It was reported that as the liner was being removed from the receptal canister, the lid separated from the liner. The customer reported the fluid contents splashed on the healthcare professional's uniform. There were no reported adverse effects to the healthcare professional. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. The customer contact identified 4 possible lot numbers. The lot numbers are 44004ky, 45017ky, 44043ky, and 45018ky. This report represents all the info known by the reporter upon query by hospira personnel.